Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to >250 mg/dl. The patient reported being unsure if the cannula was properly seated and bent, when it was removed from the infusion site.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that fluid was able to freely flow the complete fluid path. Although no damage was present, a root cause of the "unsure properly inserted" symptom code could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path. No problem was found. The pod was returned with the needle mechanism fully deployed. The investigation found that fluid was able to freely travel the complete fluid path. The pod data showed the device generated an 0x6a "occlusion during runtime (threshold exceeded, not at end of bolus)" alarm. This alarms was seen alongside timeouts in the pod data. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x6a alarm could not be determined. This hazard alarm would not contribute to the user reported events.